Manufacturer narrative:
The reported complaint of the amplifier would not power was confirmed. The amplifier was opened and bench testing revealed a non-functional power supply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the reported power issue and subsequent procedure cancellation was due to a non-functional power supply.

Event description:
Prior to an atrial flutter ablation, the amplifier would not power on and the procedure was cancelled. The power cord was replaced, the fuses were changed, and a new outlet was used with no resolution and the procedure was rescheduled. The patient had a transesophageal echo conducted prior to the procedure but was not present in the room at the time of cancellation. There were no adverse consequences to the patient.